Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -8.50/1.5/080 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem.